Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pump replacement, the healthcare provider (hcp) transferred the drug from the old pump to the replacement pump. The patient did not get a printout following the pump replacement surgery so was unaware of her refill date. The pump was interrogated and it was discovered that the low reservoir alarm occurred because the refill interval was shorter than they were used to as the drug in the new pump was not to capacity like it would have been at a refill appointment. The reservoir volume was 0.0ml. The patient did not hear an alarm. The pump was refilled immediately following this. When asked how the patient was doing, it was reported that the patient was asymptomatic and remained asymptomatic. The cause of the alarm was due to a partial refill at the time of the pump replacement on (B)(6) 2015. A session report was not performed or printed or communicated to any hcp or the patient. The pump system was being used to infuse gablofen, also reported as lioresal.